Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks. An ablation procedure was completed for this patient afterwards. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.